Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a roux-en-y procedure, the reload was attached, cycled and inserted through the trocar. It was not possible to open the reload. The jaws of the device did not get stuck and lock on tissue to continue the surgery, a new handle and a new reload was opened. No additional problems occurred. Patient status is well. No patient injured, no extension of incision, no extension or surgery time more than 30 minutes, no blood loss, no tissue damage or loss, no change of procedure laparoscopy to open surgery, no part fell into cavity, no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Pmv and engineering visual inspection noted that the reload jaws were not fully open. Functional evaluation noted that the reload was able to loaded, unload, clamp and fire without issue. Engineering noted that the channel springs were bent and caused damage to the staple cartridge. The source of this damage was unable to be verified. Product analysis suggests the product was used in a surgical procedure. . A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and reassessed at that time.